Event description:
A customer obtained erroneously elevated troponin (accu tni) results on three patients' samples. Upon repeat testing lower accutni results were obtained for all three patients. The erroneous results were not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Per customer supplied data, patient #2 sample was not clotted. A field service engineer (fse) was dispatched: the fse inspected the instrument and ran a diagnostic test; all results were within specifications. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.